Event description:
Prior to placement of PICC, noticed line had a cracked hub. Crack noticed by flushing with saline. Cracked noticed when syringe connected to hub and attempted to flush, squirting saline in face. Upon closer inspection, crack was noticed running perpendicular to the opening of the hub when syringe tip screwed onto hub. Defect noticed prior to inserting patient. PICC team has been in communication with bard representative. Bard representative is to pick up the PICC line.